Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and angel hair between the hemogard closure and the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes there was foreign matter on the shield. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the customer found 1ea. Has fm on the tube shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes there was foreign matter on the shield. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer found 1ea has fm on the tube shield.